Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pharmacy technician was unscrewing the syringe 60ml, from the oxaliplatin vial adaptor 20mm, when the syringe broke.

Event description:
It was reported that the pharmacy technician was unscrewing the syringe 60ml from the 20mm vial access device connected to the oxaliplatin, when the syringe broke. The customer later stated that there were no adverse effects caused to the pharmacy technician or patient from the event.

Manufacturer narrative:
The customer¿s report that syringe broke was confirmed. Visual inspection noted parts of the syringe ¿collar¿ broken off. The broken off "collar" piece was still affixed onto the texium connector and the syringe tip still intact with the syringe. No other issues or damages were observed. Functional testing was deemed unnecessary breakage with the syringe. The root cause was not identified.